Event description:
It was reported that after the rx acculink stent implantation in the heavily calcified left internal carotid artery on (B)(6) 2011, the patient experienced hypotension. The patient was treated with medication, which was stopped on (B)(6) 2011. The medication was restarted on (B)(6) 2011, reportedly due to a large extraperitoneal hematoma that had developed. Medication was again stopped on (B)(6) 2011. On (B)(6) 2011 the patient was discharged home. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the patient experienced hypotension during procedure which was treated with medication. There was no reported product deficiency. The reported patient effect of hypotension is a known potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.